Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace inspiratory pressure transducer autozero solenoid (sol 1). Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.